Manufacturer narrative:
The device was received and evaluated. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received with the formed needle visible in the exposed portion of the soft cannula. Upon opening of the pod, the formed needle fully retracted into the pod. Inspection of the inside of the pod top housing found score marks, indicating that the linkage assembly is misaligned with the pod top housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It as reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied and a bolus was delivered.